Event description:
It was reported that during a thoracotomy procedure, the device was closed on tissue and would not open. The surgeon decided to resect tissue and device proximally. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Surgeon reports 1st firing of case on pulmonary vein. Did the jaws of the device eventually open? No if yes, how were the jaws opened (steps for use, ect)? How much tissue was resected to remove the device (specify in cm)? Surgeon reports that an endogia 30 was fired directly proximal to the jaws of the echelon. What other color cartridges were used before and after this event? Surgeon reports white ¿ should still be in the jaws of the returning device. If buttressing material was utilized, which product was used? Surgeon does not use buttressing. Was the instrument fired across or near an existing staple line or clip? Surgeon reports first firing so no adjacent staple line. Unknown regarding clips. If any unexpected noises were heard, when were they heard? None reported. Is there any other additional information you would like to share about this device or procedure? No. The surgeon is comfortable with steps to return the knife. According to rep the device locked out. The surgeon then attempted to use the electric device return and it did not work as intended. It is unknown if the bailout door was on or off at the time the electric reverse was used. Surgeon then went to the manual return and could not complete the return process. This was the first firing of the device on a vessel. It is unknown if any clips were used in the case.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45w cartridge was loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened as intended during testing. It should be noted that if a 60mm device is tried to fire with a 45mm reload, it will lockout. Please note if the device is fired into lockout, it may increase the force required to activate the bailout lever in order to return the knife to home. Further analysis indicates the device incorporates an older bailout assembly configuration. Examination of the crossover gear shows damage from bailout cam engagement on geartooth feature. This confirms the bailout lever was subjected to high force. The knife reverse button force feature worked as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.